Manufacturer narrative:
Reported error was confirmed and the bobbin assembly was replaced after which the unit passed all checks.

Event description:
User reported bobbin failure. There was no patient harm.